Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were abundant within the catheter. The catheter terminated approximately 0.5cm from the assembled connector. The visible fragment of catheter exhibited curved shape memory. Microscopic inspection of the distal end of the catheter revealed a sharply defined granular fracture surface. The catheter exhibited an elliptical cross-section at the fracture site. Tactile inspection of the sample revealed severe tensile weakness, material discoloration and necking in the vicinity of the split. The fracture features, shape memory and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Event description:
Customer reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, because infusion was difficult, when the dressing was removed and the device was checked, the catheter part which was outside of the patient¿s body was found to be broken. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, because infusion was difficult, when the dressing was removed and the device was checked, the catheter part which was outside of the patient¿s body was found to be broken. There was no reported patient injury. No other information was provided.